Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. The output current is outside of specification value and cannot be adjusted with potentiometer. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning microprocessor located on the upper assembly. Replacing the upper assembly resolved the reported problem. The generator was powered on; it initialized successfully and displayed the software application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to the potentiometer located in the upper assembly.

Event description:
During the prf procedure, while lesioning, there were interruptions in output delivery. While attempting to lesion, there was a disruption in the delivery of current. The procedure was unable to be completed due to this issue. The system will be sent back for repair to resolved. There were no adverse consequences to the patient.